Event description:
The customer reported having low blood glucose and being treated by the paramedics with insulin drip. The blood glucose reading was 25mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.